Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had main arm cannot connect with the motor arm alarm. The customer's blood glucose level was 300 mg/dl. The customer stated that they were able to clear the alarm but did not request to rewind the insulin pump. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The main arm cannot communicate with the motor arm alarm found in the device history file due to moisture damage on electronic assembly.